Event description:
Patient was revised to correct head/cup mismatch.

Manufacturer narrative:
The device associated with this report was not returned. The report can be confirmed based on the product codes and copies of patient labeling provided by the customer. The provided labeling clearly identifies the implant sizes. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The root cause is attributed to use error. Based on the investigation the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.